Manufacturer narrative:
The pump passed the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. All operating currents were within specification. The pump gave an rf pic failed alarm during the self test due to a faulty component on the radio frequency board. Unable to download to carelink and communicate with test glucose meter due to the faulty component on the radio frequency board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm radio frequency test failed. Customer's blood glucose at time of incident was 199 mg/dl. Customer stated they did not received radio frequency failed alarm during normal use. The customer was advised to perform a self-test and test failed. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.